Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of 36 mg/dl. The customer disconnected from the pump and was consuming carbohydrates to address the low bg level. The customer indicated that after changing the infusion site from the stomach to the back of the arm for better absorption, the temp rate of 160% was not cancelled and the customer believed that too much insulin was delivered. Tandem technical support performed a system check with the customer and found the pump to be functioning as expected.